Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was separated from the sds and damaged its entire length. The maximum crimped stent profile measurement was within the specification. A stent protector was returned with the device. The inner diameter was measured and was within measurement. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted with the overall balloon. Stent crimp markings were visible on the balloon body and the balloon wings were relaxed from their original folded position and appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the complaint report and the analysis performed; dislodgement outside the patient cannot be confirmed due to the balloon appearing to have been subjected to positive pressure and dried medium resembling blood being present on the damaged stent. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, as the stylet was removed, the stent came off the balloon. The device was not used and the procedure was completed with a new 3.0 x 16 synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected to treat the lesion. However during preparation, as the stylet was removed, the stent came off the balloon. The device was not used and the procedure was completed with a new 3.0 x 16 synergy stent. No patient complications were reported and the patient's status was fine.